Event description:
It was reported that this 76 y/o female patient's right knee was revised. The patient presented to the surgeon's office with primary complaints of pain, stiffness, and knee swelling, baker's cyst type of complaints. X -rays were taken and show decreased poly space/thickness posteriorly. The metal implants appear to be touching or riding on each other in the x-rays. An infection work-up was performed on the patient and a negative result was shown for infection within the tka. The current poly implant serial number was checked in the recall database and is part of the knee poly recall. The affected poly was removed from the knee and the implant poly was severely damaged, worn, delaminated, and broken into pieces. The surgeon removed all pieces of poly/plastic from the knee joint and irrigated the joint well. The surgeon checked the integrity of the metal components, which showed to be well fixed. A synovectomy was performed. The surgeon began to trail crc polys and thought the 10mm crc poly trail was stable. A new 10mm 2.5 crc poly was implanted and felt stable. The knee was irrigated and closed. The patient left the or stable. The removed implant is available for return.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-010-03-0325 - logic cr femoral cem, right, sz 2.5, sn: (B)(4), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t, sn: (B)(4), 200-02-29 - three peg patella 29mm, sn: (B)(4).

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of persistent pain, stiffness, and swelling, which may have been due to a combination of axial rotation mismatch between the femoral component relative to the tibial insert and overall posterior slope of the tibial insert. This would allow for excessive posterior contact on the tibial insert and lead to wear of the polyethylene. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings; 4755, part/component/sub-assembly term not applicable.